Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 43948 was returned and analyzed. Visual inspection of the balloon catheter showed that the luer was broken. Smart chip verification indicated the catheter was used not. Without reprogramming the catheter, it was connected to the console and no system notices were received; catheter was recognized. The catheter passed electrical integrity test and the performance as per specification. In conclusion, the reported broken luer was confirmed through testing. The balloon catheter failed the returned product inspection due to the broken luer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, during the flushing procedure, the physician tried to connect the y-key, and the connector of the catheter broke. The catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.